Event description:
As reported by the user facility: customer reports under infusion has no further details at this time, customer will update if he received any additional info. MFR #9610825-2013-00349.